Event description:
It was reported that the pulse generator exhibited inappropriate measured data. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Analysis confirmed normal device characteristics.